Event description:
Another stent was successfully used to complete the procedure. Updated evaluation summary: the detached section of the inner member material, distal tip material and inner member markers were returned for evaluation. The inner member had detached proximal to the distal tip. The material at the detachment site was partially flattened and jagged. There was a kink proximal to the distal tip. The proximal end of the distal tip was raised and severely damaged. The proximal marker was present on the inner member.

Event description:
Physician was attempting to treat a lesion in the right superficial femoral artery (sfa) using complete self-expanding stent device. The device was removed from packaging, and prepped with no issues noted. It was reported that it was very difficult to deploy the stent, and while removing the device from patient, it started to deploy, not in the proper position, but close to the introducer sheath, and then it was removed. It was reported that resistance was encountered when advancing the device. There was no injury or clinical sequelae to patient. Evaluation summary: visual inspection of the device handle confirmed the red safety clip was present on the returned device. Review of the blue slider/front grip gap confirmed that the current position of this section of the handle was not sufficiently proximal to facilitate the partial deployment of the stent. The catheter was kinked @ 26cm and immediately distal to the strain relief. The catheter was pinched and flattened distal to the strain relief and proximal to the retractable sheath tip. The braided middle member had detached. Inner and middle member material was visibly protruding on both ends of the braided middle member. Inner member material was visible at the middle member to hypotube/inner member bond site indicating that the inner member material broke distal to the bond. A section of the inner member material, the distal tip material and the inner member markers had detached and were not returned for evaluation. Four radiopaque markers were visible on each end of the stent. A number of stent segments were expanded and deformed. The remaining segments were expanded but intact.

Manufacturer narrative:
Evaluation results: related to operational context (procedural related). Deformation problem (stent deformed). Evaluation conclusion: operational context contributed to event (procedural related). (B)(4).